Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's mother didn't feel the insulin pump was delivering insulin accurately. Troubleshooting was not possible at the time of the call, and the mother agreed to call back for troubleshooting. Nothing further was reported.